Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2020, the patient presented to the hospital due to pain at the wound. Upon examination, it was found that the device pocket was ruptured, infected, and the competitor leads were exposed. On (B)(6) 2020, the physician performed surgery to explant and replace the device and leads. The surgery was completed successfully. Patient was stable.

Manufacturer narrative:
Analysis performed including electrical, mechanical and environmental stress testing indicated the device exhibited normal characteristics. The device battery voltage is normal and above eri level, and the pacing output was stable and normal throughout the entire tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.